Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant medical products: fubuki (asahi intecc, 6fr) catheter; excelsior sl-10 (stryker, j-shaped) microcatheter; dcs syringe ii. The product is available for evaluation and testing, however the analysis has not been completed. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during a coil embolization of an aneurysm at the bifurcation of the basilar artery the physician experienced resistance while inserting the orbit galaxy (640cf0824 / 17406838) into the microcatheter. The physician withdrew the galaxy coil, and discovered that the embolic coil was missing from the distal tip of the delivery tube. It was presumed that the embolic coil prematurely detached inside the microcatheter, the coil along with the microcatheter was withdrawn from the patient. The patient's vessels were mildly torturous and mildly calcified. Prior to the event, other coils had been inserted into the microcatheter and successfully delivered to the target aneurysm without an issue. The procedure was completed without further issues or delay. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There were no damages reported on the concomitant devices. The complaint coil will be returned along with the microcatheter for analysis. No further information is available.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. A non-sterile og tdl cmplx fill coil 8x24 and sl10 microcatheter were received coiled inside of a plastic bag. The hypotube of the galaxy was inspected and it was found kinked at 10, 41.4, 47.3, 84.4, 108.5, 115.5, 122.5, 133 and 138 cm from the proximal end of hub. The introducer was received un-zipped and was found kinked. The support coil was inspected and no damages were noted on it. The sl10 microcatheter was inspected and it was found kinked. The gripper was inspected under vision system and it was found saturated with residues of dry blood. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The sl10 microcatheter was inspected under x-ray (microscopic analysis) and the rest of the embolic coil could be observed stretched stuck inside of it. The outer diameter (od) of the delivery tube was measured and was found to be within specification. Actual hypotube od: 0.0130"; specification: 0.0130" (+0.0000 / -0.0005) . Actual body fusion od: 0 .0150¿; specification: max od: 0.0156¿. Actual support coil od: 0.0140¿; specification: max od: 0.0156¿. Actual distal fusion od: 0.0143¿; specification: max od 0.0156¿. The functional test could not be performed due to the kinks conditions on the hypotube and the rest of the embolic coil separated of headpiece. The DHR review of lot 17406838 revealed (B)(4) units were rejected during the final assembly of this lot, of which (B)(4) were for damaged pebax and they could be related to the failure reported the customer. However; the DHR review confirmed that the rejected units were properly segregated and discarded and inspections are in place that prevents these kinds of damages from leaving the facility. All defects were reviewed, and no issues were noted that were considered potentially related to the reported complaint. The failure reported by the customer as ¿coil ¿ premature detachment-in microcatheter was not confirmed since the headpiece was found attached into the gripper. The failure reported by the customer as ¿coil- resistance/friction-with delivery catheter¿ could not be evaluated as the rest of the embolic coil was received inside the microcatheter. The conditions of the hypotube and the embolic coil were apparently caused by applying excessive force on it but could not be conclusively determined. However; these defects could not be related to the manufacturing process; procedural factors appear to have contributed to these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Handling and procedural factors could have contributed to this condition. Therefore no corrective action will be taken at this time.